Manufacturer narrative:
The device as returned and evaluated. The unit was found to be used and soiled. The content indicator, normal evaporation rate and primary relief valve pressure were all within specification. However, the unit did not pass the performance test. The female quick connect lip seal was found to have a leak which caused the liquid oxygen to desaturate during the filling procedure. This, in combination with the upper plumbing assembly vapor leak that was found, caused the operating pressures and flow outputs to deteriorate within minutes after the unit was turned on. The unit did recover within 60 minutes and remained within specification the remainder of the test. Despite the evidence of a reduced flow output, the unit was able to provide a continuous source of product throughout the exercise. Based on the available information, the failure appears to be related to lack of maintenance. The technical manual instructs in the pre-fill inspection procedure: "verify that the fill connector poppet is not worn, leaking, or damaged. Inspect the circular, white lip seal in the fill connector for cracks or signs of wear." In additiona the post-fill inspection states: "connect a test flowmeter to the oxygen outlet connector. Rotate the flow control through each setting. Verify the measured flow increases with each increase in flow setting." Operating instructions warn: "oxygen supplied from this equipment is for supplemental use and is not intended to be life supporting or sustaining. This equipment is not intended for use by patients who would suffer immediate, permanent, or serious health consequences as a result of an interruption in their oxygen supply."

Event description:
A nursing home patient who was utilizing a c1000 portable liquid oxygen device, at 3 1 pm, was found to be disoriented and have garbled speech. The pt's oximetry at the time of event was found to be 94%. The nursing facility staff checked the contents indicator of the unit and reported that it was reading empty at the time of event. The unit had been filled 2 hours prior to the incident. The pt was transferred to the hosp for evaluation. The hosp treated the pt for a cva.